Event description:
Upon review by the manufacturer's investigation unit, the inform meter showed signs of an electrical short. Connector pins 3 and 4 are missing; also, the area is charred and plastic housing is melted. No adverse event reported. Suspect device was returned and replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.